Event description:
It was reported that during a surgical procedure, the is2000 maryland bipolar forceps instrument became scraped by the inside of the cannula causing fragments to fall inside of the patient. No patient harm, adverse outcome or injury was reported. No additional information was provided.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed areas on the instrument main tube where material had been removed. Based on investigation performed on instruments returned for a similar failure, it was concluded that the instrument damage was likely caused by a defective instrument cannula accessory, which scraped off material as the instrument was moved.